Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). A getinge service technician visited the customer and investigated the product in question. The scenario described by the customer could not be reproduced. No product malfunction was detected. The product functioned as specified. Different functional tests were performed but no malfunction could be detected. We assume that the user squeezed her hand between the meera table and the bed when adjusting the meera table. The issue is based on human carelessness while adjusting the meera table. In chapter 2 of the IFU possible hazards are stated. "Risk of injury! When adjusting, moving or storing the or table / table top, the staff, the patient and the accessories are exposed to pinching and shearing hazards, particularly in the area around the joints at the head rest, back and leg plates. Always ensure that no one can be subjected to pinching or shearing action or injured in any other way and that the accessories do not collide with any nearby objects. When adjusting and moving the or table, the table top or the accessories, collisions may occur with the patient, between the individual products or parts pointing downwards. During the adjustment procedures, always pay attention to the or table and accessories and avoid collisions. Ensure that tubes, cables and drapes are not trapped." Getinge - maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that the meera table stopped working while the customer was setting "zero" position, and there was no possibility to move / unlock the table. When a getinge service technician visited the customer to investigate the table in questions following information was provided: "one person was operating the table and another one came with patient's bed keeping the hand on the bed's handle. They moved the bed under the back plate while the table was moving down and the meera table collided with the bed. One user had the hand between bed and operating table. (B)(4).